Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. Based on technician statement, expiratory channel printed circuit board and control printed circuit board have been found defective and have been replaced. The issues have been resolved and the device was delivered to the user in working condition. Control circuit board contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. Expiratory channel board contains electronics including microprocessor for handling of expiratory flow measurement performed by the flowmeter inside the cassette, all electronic connections to and from the cassette, expiratory valve control, safety valve control, temperature monitoring and also holders and electrical connectors for the expiratory and inspiratory pressure transducer boards. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device's logs nor the claimed defective parts were available for further analyze. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator generated technical error codes indicating a power error. There was no patient harm. Manufacturer's ref. #: 897527.